Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3587a25, lot# n239562, implanted: (B)(6) 2010, product type lead; product ID 3550-29, lot# n172485, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had an increase in pain that started 4 days prior. There was no known accident or incident related to the symptoms. It was reported there were no change in screens on the patient programmer. The patient decreased stimulation 2 months prior, and had not tried adjusting stimulation with regard to the loss of therapy. Additional information has been requested, but was not available as of the date of this report.